Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes the cls remains implanted. The root cause of the reported patient¿s symptoms cannot be definitively determined; however, the physician noted the staples may have caused skin irritation potentially contributing to the inflammation. There was no infection identified. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include skin irritation, as well as infection that may require hospitalization with intravenous antibiotic therapy, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inflammation at the evoke closed loop stimulator (csl) implant site. Physician¿s evaluation did not identify an infection; antibiotics were prescribed as a precaution to resolve the reported event.